Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
To the reporter, the catheter fell out. It was stated that the tissue attenuation into the cuff seemed to be delayed or absent. The catheter was secured with sutures for an extended period of time but in this situation, it was stated that the cuff was clearly exposed. The catheter was inserted and was later removed. There was no reported patient injury.

Manufacturer narrative:
This device has been reported as a general medtronic dialysis product, but no further information was provided. A variety of FDA product codes are associated with this group of products, and the specific code cannot be identified with the information available. The most common FDA product code for this type of device has been added to the product information within this report. If information is provided in the future, a supplemental report will be issued.